Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable connector was severed and missing. Additionally, the cable connecting ECG "c" and "d" was severed, and ECG d was missing. The root cause for the damage was physical abuse. There is no indication that the belt malfunction caused or contributed to the patient's death. The device was able to deliver 5 full energy pulses prior to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient was appropriately treated by the lifevest 5 times. At 6:44:17 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf). The post-shock rhythm was asystole for 26 seconds with recurrent vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 6:45:19 am, the patient received a second treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. At 6:45:44 am, the patient was treated for a third time. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 6:46:13 am, the patient received the fourth treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole with intermittent cardiac activity and recurrent vf. At 6:47:17 am, the patient was treated for the fifth time. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was severe bradycardia at 15 bpm. The patient remained in severe bradycardia until the electrode belt was disconnected at 6:47:20 am.